Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm during normal use. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the lithium backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. A replace battery alert while monitoring due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly unit received with scratched casing, minor scratches on lcd window, dents on display window cover and corrosion in battery tube.